Event description:
Litigation papers allege pain and lack of mobility, and metal poisoning. Doi: (B)(6) 2009 - dor: none reported. Patient is a resident of (B)(6). Update: 06/20/2012 (B)(4); plaintiff fact sheet was received. Product/lot has been identified. The complaint and MDR was updated. There is no new information that would change the outcome of the investigation. (Left side).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).